Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(4), patient (B)(6): type ia endoleak on completion angio and at 1 mo. On (B)(6) 2016, the patient received 1 proximal component (zta-p-36-209; lot # e3382458) without difficulty. The proximal zone of stent graft implanation was zone 4. No additional procedures were performed prior to or during the stent graft implant procedure. On the procedural angiogram, a type ia (proximal end) endoleak was left uncorrected. On (B)(6) 2016 (3 days post-procedure), an ultrasound was completed which showed no kinks or endoleaks. The patient was discharged from the hospital on (B)(6) 2016. On (B)(6) 2016 (35 days post-procedure), the one-month follow-up CT was completed and showed a type ia endoleak, which was not a new observation and did not result in a new clinical event or intervention. The site marked type ia (proximal end), but indicated the location was "endoleak type I distal" patient outcome: on (B)(6) 2016, the patient died due to vesical (bladder) cancer. In (B)(6) 2016, the cancer was discovered and the patient underwent surgery. By (B)(6) 2016, the patient had deterioration of her general status with invasion of the vaginal wall, right kidney dilation, and a grade 3 hydronephrosis.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: based on the provided information it was not possible to determine a root cause of the reported type 1a endoleak. As per the IFU endoleak is a known potential adverse event and can be due to anatomical limitations including short fixation sites, circumferential thrombus and/or calcification at the fixation sites and severe angulation. It is noted that the type 1a endoleak did not lead to a secondary intervention. It would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us. Cook will reopen its investigation if further information is received. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.